Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it failed and ceased pumping in 2018. A new spectra malleable penile prosthesis was implanted , the patient was stable, and the event resolved.